Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while dividing the jejunum in a laparoscopic roux en y bypass procedure, the patient was bleeding more than the average. There was oozing staple lines that were left by the reloads, and required a clip for hemostasis. A clip applier was issued and a clip was placed on the oozing staple line. There was no blood loss of 500cc or more due to the product problem and the surgical time was not extended 30 minutes or more.